Event description:
It was reported that the pump "malfunctioning back in june." No further detail was provided. There was patient involvement but no harm. Although multiple requests have been made, the customer has not provided any additional information to date, the device was returned for inspection.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary: the report of an over infusion was not confirmed through a review of the logs or reproduced during laboratory testing ¿ rate accuracy testing was performed on the suspect pump module. The device was found to be operating within specification. ¿ according to the review of the event log, on 20 june 2024 at 5:01 pm, the suspect pump module was selected and an infusion with a rate of 10 ml/h and a volume to be infused (vtbi) of 500 ml was loaded as reported with an expected duration of 50 hours. At 9:21 pm, the device alarmed for air in line, the infusion was restarted and alarmed again a minute after for air in line. O the suspect pump module was channeled off at 9:27 pm, after 4 hours of infusion. No additional infusions were recorded on the reported event day. There was no further device usage recorded until september 2024. ¿ it is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, alaris system user manual (v12.3), states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ ¿ the alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). ¿ the pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Note to repair center: device opened for investigation, please re-torque all screws. Please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the report of an over infusion could not be replicated during laboratory testing or confirmed through review of the logs; after several testing task the pump module showed to be working within specification therefore a root cause could not be determined. Note that this report lists imdrf annex a0509, c07, d15, g0405206 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.